Event description:
Caller reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to continue using their current pump until a replacement arrives. Technical support confirmed the shipping address, instructed the caller on how to put the pump into storage mode, and outlined the necessary steps to follow upon receiving the replacement. The caller was advised to return the problematic pump using a pre-paid ups label. Technical support sent a replacement pump with updated software.